Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was tested using a test battery cap.

Event description:
Customer reported via phone call that the insulin pump had crack at battery compartment. Customer's blood glucose value was in the mid of 100 mg/dl. The customer was assisted with troubleshooting. Customer reports the type of moisture exposure was chlorine. Customer reports there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was damaged. Customer states the home screen did not appear on the display. Customer states there was fluid in the reservoir compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.